Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implant duration of 5 months it was reported that this lead exhibited high pacing threshold. A revision was done. During the revision the helix could not be retracted. The stylet could not pass through the lead and got a threshold of 3.2v @ 1.0ms upon lead testing. Nevertheless, the physician opted not to implant a new lead in consideration of the patient anatomy. No adverse patient side effects have been reported.